Event description:
It was reported that the patient had been in the hospital for 4 days because his mouth is hanging, his eye is swollen shut, the entire left side of his face is swollen and he has redness in his face. The swelling had been going on and off for the last 4 weeks. It was noted that the patient's tremors were being controlled, but the stim loc area, where the lead enters the head, was swollen. It was also reported that it looked like a wire in the patient's forehead was swollen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7482a40 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product typ extension product ID 7482a40 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product typ extension product ID 3387s-40 lot# v239703 serial# implanted: 2009-(B)(6) explanted: product typ lead product ID 3387s-40 lot# v245967 serial# implanted: 2009-(B)(6) explanted: product typ lead. (B)(4).